Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 284 mg/dl. After troubleshooting and performing a 5.0 unit fixed and manual prime and changing set, insulin did not exit. Customer was advised that insulin pump would need to be replaced.